Event description:
Independent repair center: alleged key failure stuck. Alarming or red light.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information.

Event description:
Independent repair center: alleged key failure stuck. Alarming or red light.